Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue. Complaint sample was returned and tested positive for blood using the hemident test. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The customer stated that she opened a sealed individually-wrapped tampon from a box of ubk click regular tampons and noticed there was no string and the applicator was empty. She then noticed what appeared to be a blood stain on the applicator. She states she tried to wipe it off, but it was set into the applicator. Product was not used.